Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve into a patient with a type 1 bicuspid valve, the valve was loaded without issue. Pre-implant balloon aortic valvuloplasty (bav) was performed using a 20mm non-medtronic balloon. The valve was inserted into the patient and deployed to the point of no return. However, fluoroscopy revealed that the valve had not expanded correctly. Echocardiogram showed that the valve was deployed in a crescent shape, and it was determined that an infold had occurred. The valve was recaptured and redeployed, however, the issue remained. The valve was recaptured and withdrawn from the patient. A second bav was performed using a 23mm non-medtronic balloon. A new valve was loaded and deployed at a depth of 2 to 3mm on the non-coronary cusp (ncc) and 5mm on the left coronary cusp (lcc). Trace paravalvular leak (pvl) was obser ved. The valve position was determined to be good. No adverse patient effects were reported.